Event description:
While taking an x-ray, the mount on the wall cracked and it fell off and bumped the pt lightly in the face.

Manufacturer narrative:
An eval has not been completed. Once the eval has been completed, a f/u report will be submitted. The pt was not injured and did not seek medical attention.